Manufacturer narrative:
(B)(4). Actual needle/suture was returned. The needle was broken in the swage area. There were several marks on the broken area. A fracture was observed at the suture attachment of the needle. The fracture was composed of microvoid coalescence. The failure was induced by mechanical deformation leading to ductile overload. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
At the end of a lap cholecystectomy procedure on (B)(6) 2017, suture was intended for use on the skin closure for the specimen wound. However, suture was found detached from their needle as soon as the packings were opened. There were no patient consequences. Product was returned for evaluation.